Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient stated they did not hear any of the low flow hazard alarms and denied being asleep or in a noisy environment that could have muffled the alarms. The patient also had one low voltage alarm on (B)(6) 2022 that the patient claimed they did not hear either.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm on 09aug22 was not confirmed. A review of the submitted event log file spanned approximately 2 hours (10aug22 from 11:54 ¿ 14:12 per time stamp). There was no data of 09aug22 present in the log file due to events being overwritten. There were only routine power cable disconnect alarms; there were no low voltage alarms active in the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. A review of the submitted periodic log file spanned approximately 11 days (30jul22 ¿ 10aug22 per time stamp). There were no active alarms in the log file. System controller, serial hsc-104860, was not returned for analysis and remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.